Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported recently being hospitalized due to a low blood glucose level. Blood glucose level at the time of admission was 25 mg/dl. Customer reported wearing the insulin pump prior to the hospitalization and receiving a threshold suspend alert. Blood glucose level was 278 mg/dl at the time of the call.